Manufacturer narrative:
The reagent lot number is 924033. The expiration date was not provided. The qc and calibration were not acceptable. The alarm trace showed "abnormal aspiration" and "sample pipetter" alarms. The field service representative found a blockage in the probe. He replaced the probe, performed adjustments, flushed the valve, and performed successful checks and tests. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen.3 results for several patient samples on a cobas c 503 analytical unit. Two examples were provided. Patient 1: the initial result was 8.7%, and the repeated result was 7.7%. Patient 2: the initial result was 8.0%, and the repeated result was 6.0%. The repeated results were obtained on another module and were believed to be correct. The samples were repeated because the physician questioned the results.